Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2006416. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples and the affected sample were returned for evaluation by our quality engineer team. Through examination of the samples, foreign matter was observed on the outer surface of the barrel component. Fourier-transform infrared spectroscopy (ftir) was performed on the foreign material. The ftir results identified the material as the slip agent/lubricant used within the production process. The foreign matter was residual lubricant from the assembly machine.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 had foreign matter. This occurred on 2 occasions. The following information was provided by the initial reporter: we quarantined a batch of syringes on the weekend after reports of dirt / contamination being seen in two of them by the make-up team. We have quarantined 6 unopened and 2 almost full boxes. They are the az syringes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 had foreign matter. This occurred on 2 occasions. The following information was provided by the initial reporter: we quarantined a batch of syringes on the weekend after reports of dirt / contamination being seen in two of them by the make-up team. We have quarantined 6 unopened and 2 almost full boxes. They are the az syringes.